Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1627. It was reported the pt developed a hematoma while in the hosp post surgery and the scs system was fully explanted two days after being implanted. The pt was feeling a little tingling in his left leg at this point. The pt was wheelchair bound due to pain and spasms in his right leg and had a great trial with almost complete relief. The details of what happened between implant and explant are unk. Follow up info identified the pt has no feeling in his legs and is currently in a rehab facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.